Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative pacing from the left ventricular (lv) lead became pro-arrhythmic, inducing ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The lead was programmed off to avoid further induction of ventricular arrhythmias and remains in use. One singular measurement of high defibrillation coil impedance on the right ventricular (rv) lead was also observed. The lead remains in use. No further patient complications have been reported as a result of this event.